Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was explanted because it was over draining. According to the report, the patient had already over drained with two competitor valves. The report stated that the surgeon had tried the strata nsc lp valve as the last solution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.